Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued inside the connector region consistent with procedural damage. X ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue, and the over torqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
During an initial implant procedure, there were unspecified helix rotation issues on the right ventricular (rv) lead. A new rv lead was used in used to resolve the event. The patient was stable.